Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an intermittent "no disposable, clamp tubing" alarm. Troubleshooting was unable to resolve the issue. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd® medication cassette reservoir was returned. The customer's reported problem was "no disposable, clamp tubing alarm suddenly went off from the cadd cassette during the use of it". The cassette was visually inspected for damage. No damage was detected. It was tested on two different pumps for the no disposable alarm. The cassette passed both tests. The failure mode could not be duplicated. The root cause of the reported problem is unknown.